Event description:
It was reported that during central processing, the sp 6mm monopolar cautery instrument was found to have a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited a broken piece measuring roughly 0.076" x 0.128" in length that was not returned with the instrument. One of the electrical contacts was also broken off and not returned. The damage resulted in the monopolar cautery instrument tip being unable to be installed securely into the tube adapter. The root cause for the broken tube adapter is typically attributed to the user mishandling. A review of the instrument logs for the monopolar cautery (part #430007-55 / serial # (B)(4) was performed. The instrument was last used on (B)(6) 2022 on system #sp0095 with 11 uses remaining. Based on this review, the instrument was not confirmed used during the alleged event (B)(6) 2022) reported in this record and it was not used in subsequent procedure(s) after its last usage. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.